Event description:
The device was returned from customer for service. During service by baxter tech, the device failed accuracy test with underdelivery. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.

Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with a flow value -5.5% below the desired amount. The specification limit for this pump is +/-5%. An indepth investigation has been requested to determine the root cause of the failure. A follow up report will be filed upon completion of the evaluation or if additional info becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.